Event description:
The physician was attempting to treat the left subclavian artery with a visipro stent. It is reported that the stent deformed during use. A bent stent strut was noticed under fluoro while positioning the stent in the left subclavian artery. The physician decided to remove the stent and use another one. Upon removal of the undeployed stent the stent dislodged from the delivery system. The physician was unable to remove the stent; therefore the stent remained in the patient's radial artery. Another device was used to successfully treat the target lesion of the left subclavian. The patient is reported as doing well, and the radial artery still has a great pulse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.